Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose was 446 mg/dl at the time of incident. Customer treated with a pen. Troubleshooting found that the pump was able to complete the rewind sequence. Customer was advised to monitor the pump and call back if any further assistance is needed.